Event description:
The customer reported her blood glucose reached 350 mg/dl and 485 mg/dl less than 24 hrs after the pod was activated. She also gave 2 correctional boluses of 8.3 and 17.9 units of insulin. Upon deactivation, she noticed the cannula was not inserted properly into her skin and it was also stuck to the adhesive pad.

Manufacturer narrative:
The device was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualifications were reviewed and the product lot met all accepted criteria.